Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the debris in the lens was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the scope's light guide lens had debris. There was no patient involvement.